Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the staff was insufficiently trained in device handling or reprocessing in accordance with the instructions for use (IFU). The instructions for use (IFU) provides the following guidelines: 1.4 precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and / or accessories may pose an infection control risk to the patients and / or operators who contact them. Details of precleaning is described in ¿5.3 precleaning the endoscope¿. Details of brushing and flushing channels is described in ¿5.5 manually cleaning the endoscope¿.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that the customer did not perform any pre-cleaning of the scope following the procedure. During the manual cleaning after the customer was done brushing, the channels were not flushed with detergent, water, or air using a 30ml syringe. After the observation, the customer was informed of the observation findings. The ess sent the customer an email with all the observation findings and suggested setting up a reprocessing in-service to go over the correct way to clean the scope according to the instructions for use. The ess recommended the customer create an action plan for the reprocessing technician to receive additional training and to obtain the necessary cleaning and disinfection items needed in order to reprocess all scopes as per the olympus reprocessing manual recommendations. The subject device referenced in this report will not be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus endoscopy support specialist (ess) reported that during a repair reduction observation at the user facility, the uretero-reno fiberscope was being reprocessed incorrectly. No patient harm was reported.